Event description:
The end user stated that he was leaving his house and going down his ramp when the chair flipped back. The end user alleged that he hit his head and it was bleeding. The end user stated that he would go to the hospital once the bleeding stopped. After further investigation, it was determined that the incident had actually occurred five days prior, contrary to what the end user initially reported. It was also discovered that the end user was traveling up in his ramp when the chair flipped over backward and hit his head. The end user states that his back hurt following the incident. Then end user did not require or proceed to receive medical attention for any of his alleged injuries. The end user stated that he believed the problem was caused by a faulty motor. The end user was insistent that next mobility should grant a warranty exception for him to receive a new motor due to the injuries that he allegedly sustained. The end user also insisted that he was not satisfied that he would have to go through a normal distribution channel to receive the motor and would prefer to have the items shipped direct to him from the MFR. The end user was advised that all service replacement items were required to be shipped to a dealer for service. The end user was advised to communicate the requirements of a replacement motor to the dealer in his geographical location.

Manufacturer narrative:
Additional technical analysis of the user's alleged incident: the design of the device and the weight of the transaxle makes it highly unlikely that the device would flip backwards as stated. Most of the weight of the device is designed to sit at the front of the device. The device would have to be traveling at an excessively high speed in backwards motion and then have the rear casters completely stopped to lift the front of the chair. Secondly, the end user reported no brake problems prior to the event. If the controller failed during the ascent, causing the motor to remain in neutral, releasing the joystick would have stopped the device. The end user states that he released the joystick. The end user indicated that he heard a clicking sound from the brake which indicates that the brake was operating as intended. The end user states that the drive belt is intact and a broken drive belt could not have contributed to the event. The end user further states that there were no related problems before or after the event and the device operated normally once it was positioned upright. There were no additional faults reported which would indicate a failure of the motor, drive belt, or motor controller. The technical analysis indicates that the alleged failure of the device was most likely erroneous.